Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with no capture in the left ventricle and phrenic nerve stimulation. X-ray confirmed that the left ventricular lead had dislodged. During lead re-positioning the stylet could not be introduced. A new lead was implanted and the old lead was explanted. The patient was stable.